Manufacturer narrative:
Zimvie complaint number: (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant detached from the driver and the implant fell to the ground before being placed. It has not been in the patient's mouth. The procedure was completed.